Event description:
It was reported that the 980 ventilator generated a mix air flow out of range background diagnostic code. There was no reported patient injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, the 980 ventilator generated a mix air flow out of range background diagnostic code indicating the ventilator entered backup ventilation mode. The device was available for evaluation. Review of the ventilator logs indicate there was backup ventilation (buv) during use. The service personnel (sp) inspected the ventilator, found unit had generated a mix air flow out of range background diagnostic code in logs but was unable to duplicate. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event could not be established. However, the suspected cause of the reported event of the device entering into buv was a transient out of range mix air flow sensor measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.